Event description:
One patient with discrepant bicarbonate results. Initial result, 52 mmol/l, repeat 26 mmol/l. Erroneous result was not reported. The field service representative determined there was a clog in the vacuum tubing of the cell wash mechanism and replaced the tubing. Performance tests were performed which were within specification.